Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no damage to the distal cover during the pre-use inspection. Anti-fog agents were not used. During the pre-use inspection, the scope's hook was visible through the opening of the distal cover. Based on the results of the investigation, the definitive root cause of the distal cover issue could not be determined. It is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment may have been inadequate, and may have caused the distal cover to be easily removed from the scope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover fell off into the patient and was retrieved as a foreign body retrieval. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The serial number of the subject device has not been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.